Manufacturer narrative:
Analysis of customer's data was not performed since both inratio and reference test results were taken more than three hours apart. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. No product is expected to be returned. Retained strip testing from a previous case revealed that result comparisons met accuracy criteria. No further investigation required. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for correction action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established. Investigation results from a previous case on strip lot #243934. Greater than +/- bias was obtained on returned unit. Two more donors will be tested to eliminate the possibility that the failure is due to donor specific effect. Additional investigations performed on 01/20/2011. The allowable difference between the inratio inr's and sysmex inr's was calculated. At least two out of three replicates for both samples of strip lot 243934 are within the allowable bias. No discrepant results were produced on returned and in-house meters. These meet the above criteria. No further action is required.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: ng, lab: 2.5. Date: (B)(6) 2010, inratio: 2.0, lab: ng. Patient is now off plavix and his blood is back to being able to form an intact droplet of blood.